Event description:
It was reported that the 9600 system displayed an "ad channel-1 failed" error message on the c-arm. It was noted that the system was down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Data control cable, programmable file generator and tech processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.